Event description:
It was reported that a pt underwent a laparoscopic total hysterctomy on (B)(6) 2012. During the procedure, the device stopped working. A different device was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02416. The same patient is represented in each medwatch.